Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The export included the following event details: one display at the central stations is not displaying any patient data for rooms 342-349, and the screen appears blank. The biomed confirmed the loss of a single display and all other displays were working as expected. The biomed unplugged power to the display and reset the display port cable. The display returned and started displaying patient data as expected. Issue was confirmed resolved. The customer was unable to provide additional information about this event.